Event description:
It was reported that the vns patient underwent surgery approximately two months following initial implant to explant the device due to infection. The patient has not been re-implanted to date. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that a new lead and generator were implanted on (B)(6) 2015.